Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl and dilaudid via an implantable pump for spinal pain. The patient reported there had been difficulty during refills with ¿finding the hole.¿ the patient also stated their skin was so hard from the last ten years that it stuck out. The patient stated they would have to wear tight clothes in order for their skin to not stick out. No specific symptoms were reported. It was unknown when the issue began, however the patient stated it had been a very long time. No further complications were reported or anticipated.